Manufacturer narrative:
. H3 device evaluation - no conclusions can be drawn as no product has been returned. Review of device history records and lot specific complaint history review are not possible without lot identity. Two-year complaint history review did not reveal a trend for reports of this nature for this part number. No corrective actions are required at this time. Should the product be returned or additional information be supplier a followup medwatch will be submitted.

Event description:
It was reported that the t25, lock-screw torque driver, reform broke during surgery. Attempts to obtain details have been unsuccessful.